Manufacturer narrative:
The outflow graft strain relief was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed because the device was not returned, and no supporting evidence was provided by the site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, possible root causes of the reported event may be attributed to multiple factors including, but not limited to, operational errors during implant procedure, induced damage during tightening through use of excessive force, thus damaging the graft clamp or clamp screw resulting in a loose connection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Event description:
It was reported that during the implant, there was a leak from the connection of the outflow graft strain relief and the pump. There was no damage observed. The surgeon reassembled the pump on the surgical field and determined that another strain relief needed to be used, which caused a delay in the procedure. A different strain relief was connected and the ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.